Event description:
It was reported the patient has been experiencing pain and discomfort on the left side of her neck. The symptoms occur whether stimulation is on or off. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.